Manufacturer narrative:
(B)(4). The customer returned one guide wire (swg) assembly with no cap for evaluation. The guide wire contained obvious signs of use in the form of biological material. Visual analysis revealed two kinks along the guide wire body. The distal j-bend also appeared slightly misshapen. Microscopic examination confirmed the distal and proximal welds were fully formed and intact. The prominent kinks in the guide wire measured 20mm and 256mm from the distal end. The total length of the guide wire measured to be 599mm which is within specifications of 596-604 mm per product drawing. The outer diameter of the guide wire measured to be 0.791 mm which is within specifications of 0.788-.826 mm per product drawing. No dimensional issues were found. The returned guide wire was passed through a lab inventory ars/introducer needle assembly. Significant resistance was encountered at the kinks; however, the undamaged portions were able to advance with minimal resistance. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user "do not apply undue force on guidewire to reduce risk of possible breakage." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed two kinks along the body of the guide wire. The guide wire met all relevant dimensional requirements and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the swg (spring wire guide) kinked during use. No report of patient injury. No intervention reported.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the swg (spring wire guide) kinked during use. No report of patient injury. No intervention reported.